Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving multiple therapies which did not convert the patient. The patient was admitted and the lead was explanted and replaced. The patient was reported in good condition following the procedure

Manufacturer narrative:
Analysis was normal. No anomalies were found.